Event description:
On 20jul2022 nalu became aware of a revision procedure that was performed. Patient was implanted on (B)(6) 2022, however patient reported increase in pain even with the nalu system turned off. Physician revised the implanted lead placement on (B)(6) 2022, however this did not resolve the patient's pain. Patient subsequently underwent si joint injections which appear to have improved pain symptoms.